Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support with resetting the pump, which resolved the issue, enabling the customer to continue using the pump without recurrence of the malfunction code.